Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding your complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 0173444. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Repeat test was performed using a pcr test method and the result was positive. There was no patient impact as staff member was sent home to quarantine when symptoms developed. Eua # (B)(4)

Manufacturer narrative:
Eua # (B)(4). Medical device lot #: 0173444 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Repeat test was performed using a pcr test method and the result was positive. There was no patient impact as staff member was sent home to quarantine when symptoms developed. Eua # (B)(4).